Event description:
Patient experienced increased spasticity. Health care proffional found that pump had stalled so pump was replaced. Patient reportedly has had successful return of therapeutic effect with replacement with no other sequela.